Event description:
Customer reported that when the nurse call option is in use with the alarm, it only sounds in the patient's room and not at the nurse's station. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned unit confirmed the reported issue. The nurse call light did not come on at the nurse call test fixture when it should. The unit was tested with a working nurse call cable and nurse call test fixture. The unit passes all other functional tests. The unit has the battery door is missing. (B)(4).